Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h6 was updated to include all health effect clinical codes.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings compared to an adc meter and experienced nausea, vomiting, dry skin, dry mouth, diabetic ketoacidosis and was unable to self-treat. Customer was hospitalized and had contact with a healthcare professional who obtained an unspecified blood glucose result and provided an insulin injection (unspecified dose) as treatment for the diagnosis of diabetic ketoacidosis. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings compared to an adc meter and experienced nausea, vomiting, dry skin, dry mouth, diabetic ketoacidosis and was unable to self-treat. Customer was hospitalized and had contact with a healthcare professional who obtained an unspecified blood glucose result and provided an insulin injection (unspecified dose) as treatment for the diagnosis of diabetic ketoacidosis. No further information provided. There was no report of death or permanent impairment associated with this event.